Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was a ring artifact inside a 3d-scan when using the imaging system. It was noted that the issue was resolved after a second calibration was done and the 3d scan works without any ring artifacts. There was no patient present when this issue was identified.